Event description:
It was reported that a patient experienced air in the line of an amia cassette; ; further described as ¿the lines were full of air." This occurred during priming of the device while for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with ((B)(4). G4: combination product: add no (previously blank). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.